Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the unit had a safety disk out of box failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Contact person details: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during pm informed that safety disk which was installed had the chances that it would have fail by next pm. Hence disk was shipped back to reverse logistics and new safety disk was installed. Performed all functional and safety tests per factory specifications and iabp was returned to customer and cleared for clinical use. The failure analysis and testing department received a safety disk with a reported that the safety disk passing @6mmhg but the tech decided to replace before it failed. Performed visual inspection of safety disk found no visual damage and the part looks to be in good condition.found that all functions were normal. Installed the safety disk into failure analysis and testing iabp cardiosave test fixture. Performed and tested the safety disk in accordance with procedure number and the cardiosave service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem, the safety disk pass the leak test. Retained the safety disk in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure. The non-conformances with the returned components were not confirmed.